Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the graftmaster was deployed with a maximum pressure of 20 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. It is unlikely the exceeded rated burst pressure contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device remains in patient and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other devices mentioned are filed under separate medwatch report numbers.

Event description:
It was reported that during a right coronary artery stenting procedure, a 3.0 x 15 mm xience sierra drug-eluting stent was deployed across the distal stenosis at 16 atmospheres. At that time, there was a disruption of the proximal to mid right coronary artery stenosis and the decision was made to cover this area with a drug-eluting stent. A 3.5 x 28 mm xience sierra was then successfully implanted and post-dilated with a 3.5x20mm nc trek. After post-dilatation, a perforation was noted. At that time, a 3.5 x16 mm graftmaster covered stent (9072241) was implanted across the perforation at 20 atmospheres (above rated burse pressure), resolving the perforation; however, the stent was post-dilated with the 3.5x20mm nc trek and the perforation was noted to continue to leak. Two additional 3.5x19 graftmaster stents (9112841, 9032941) were implanted, one proximal and one distal to the implanted 3.5x16mm graftmaster stent, but the perforation continued to leak. An additional xience sierra 3.5 x 38 mm stent was implanted but the perforation continued to leak. A 2.8x19mm graftmaster stent (8120641) was advanced, but failed to get distal to the last graftmaster stent and the xience sierra. Another 2.8x19mm graftmaster stent (9092641) kinked upon insertion into the patient. A 3.5x19 graftmaster stent (9060541) was advanced, but failed to cross the implanted xience sierra stent. Another 2.8x19mm graftmaster stent (8120641) was advanced but failed to get distal to the last graftmaster stent and the xience sierra. The patient was taken to surgery where the perforation was treated successfully. There was no reported adverse patient sequela. There was no additional information provided.